Event description:
A report was received from the customer indicating that (2) of their acmi gyrus scopes had been damaged after being processed in the sterrad nx. The customer indicated they followed the medical device MFR instructions for use (IFU). The devices were not used with pts and there were no employee related issues.

Manufacturer narrative:
(B)(4) - damaged devices. Conclusion: insufficient info for eval. As of 11/19/2009 the sterrad sterility guide indicates the gyrus-acmi medical digital invisio flexible ureteroscope/choledochoscopes dur-d falls within the validated sterility claims of the sterrad nx system.